Event description:
It was reported that the customer received an unrequested bolus. Reportedly, customer's blood glucose (bg) level was impacted (56 mg/dl); however, customer ate candy and bg level normalized.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.